Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had not recharged the ipg as recommended. Surgical intervention may be pending.

Event description:
Additional information indicates the ipg was explanted and replaced to address the issue.